Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer experienced an elevated blood glucose (bg) level of 575 mg/dl. Customer required assistance with changing supplies and giving a manual injection to address bg level. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed.